Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device had a constant downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the symptom constant downstream occlusion alarm, but confirmed it through review of the event history log. The device passed all occlusion testing and was operating within specification in relation to the reported symptom.